Event description:
The company was informed that the pt is experiencing pain near the implant site. Testing revealed the device to be functioning within normal limits. Revision surgery is under consideration. Advanced bionics is in the process of gathering further info. Once more info is received a supplemental report will be submitted.